Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on the same date the patient experienced an unspecified blood glucose (bg) level with no reported additional symptoms associated with an alleged inadvertent infusion of insulin issue. Reportedly, the patient discontinued pump therapy, initiated a 911/emergency protocol and was treated in the emergency room (ER) by a healthcare provider. The type of treatment the patient received was not specified. During troubleshooting with customer technical support (cts), it was revealed that the patient remained attached to the pump during the prime step and inadvertently infused 100 units of insulin. It was reported that the patient has slight mental retardation and will receive more infusion set training. This complaint is being reported because there was a bg excursion requiring medical intervention associated with use error of the pump.